Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling with fluorouracil. The drug was manually filled using an unknown syringe. The head of the syringe plunger was placed on a work surface for filling; the device was vertical and the syringe was pushed slowly downward to fill the reservoir. The bladder was stable while 50cc of saline was filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: correction to d4: lot # and h4: device manufacturing date. D4: the reporter clarified the correct lot# is 21d039, and not 21f048 as they previously reported. H4: the device was manufactured from april 29, 2021 - april 30, 2021, previously submitted june 18, 2021. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was further examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.